Event description:
When any sc9000 bedside in surgical intensive care unit monitoring unit went into alarm, the multiview workstation did not alarm. The mvws would sound the alarm if the bed was viewed remotely. There was no injury.